Event description:
The customer reported via phone call that the insulin pump was making a loud noise when changing the battery. The customer further stated that the insulin pump did not allow her to press any buttons. The customer's blood glucose was 97 mg/dl. The customer tried four different batteries, but the insulin pump still was not responding. The customer was unable to perform a self test. The customer was advised that their insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected audio/beep anomaly noted during testing. The insulin pump passed unexpected restart error test and self-test. No frozen display anomaly noted during testing. The device had cracked reservoir tube lip, cracked battery tube threads, and minor scratched lcd window.